Event description:
It was further reported that the patient is being monitored. Left ventricular (lv) threshold is no longer being monitored and the rv safety margin was increased. The patient has had no further accounts of dizziness or gasping.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient call indicated the patient was symptomatic at night, and right ventricular (rv) lead threshold high, but still capturing. The rv lead remains in use, and no patient complications have been reported as a result of this event.